Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with blood glucose (bg) level in the 40 mg/dl range. Cause of low bg was unknown. Reportedly, bg was treated with food and insulin therapy was administered intravenously. Customer left the ER the next day with bg in 120 mg/dl range and "feeling better".